Event description:
Upon routine follow-up, patient had a mode switch episode that occurred on (B)(6) 2012 that showed noise on both the ff and atrial channels only. Unable to reproduce the noise with any provocative testing or palpation of the pocket. Lead impedances, sensing and thresholds are all stable and unchanged since implant which was on (B)(6) 2010. Device and lead will continue to be monitored at this time. On (B)(4) 2012- as of today, all available information suggests this device remains implanted. If additional information is obtained, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.